Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a programming error. The magnesium infusion dose went from 2gm/hr to 4gm/hr. There was patient involvement but no harm. Additional information received: the customer states "I received the appropriate assistance from a bd clinical representative, we were able to identify through the logs our clinical engineering pulled off the pump channel that it was human error".

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: unique identifier (UDI) #, medical device serial #, device manufacture date, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a sudden change in a dose of a magnesium infusion was confirmed through the review of the device logs. The dose change was a result of the user increasing the infusion rate from 50ml/hr to 100ml/hr. ¿ the logs identified that on (B)(6)2024 at 11:27 am, a remote intravenous (IV) infusion was received and started with a rate of 50ml/hr, a calculated dose of 2gm/hr, and a volume to be infused (vtbi) of 500ml. Primary volume infused (pvi) was recorded as 520.48ml. ¿ at 11:29 am, the user selected a rate of 100ml/hr. The dose was automatically adjusted to 4gm/hr. Pvi was recorded as 521.99ml ¿ inspection and testing of the suspect devices could not be performed as they were not provided for investigation. ¿ the bd alaris system user manual v12.1.3 (dir: (B)(4)) has information, under chapter two (2), for the user regarding programming infusions. The user should confirm correct programming prior to starting the infusion. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of a magnesium infusion suddenly changing dose from 2gm/hr to 4 gm/hr is being attributed to a user programming error per customer¿s event description.

Event description:
It was reported there was a programming error. The magnesium infusion dose went from 2gm/hr to 4gm/hr. There was patient involvement but no harm. Additional information received: the customer states "I received the appropriate assistance from a bd clinical representative, we were able to identify through the logs our clinical engineering pulled off the pump channel that it was human error".